Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device keypad #2, ok and start/stop buttons were found to be damaged. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The keypad requires replacement to address the damaged keys. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device had low sound/audio. The cause was identified to be a loose speaker. The rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had keypad buttons was not working during testing at the biomed service department. There was no patient involvement. No additional information is available.